Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a signal artifact monitoring event during an ablation procedure. There is evidence suggesting a more than two seconds pacing inhibition was present with asystole. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.